Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after verifying instruments, specifically drill, mast probe, planar probe, and awl tip tap, the software intermittently displayed that the instruments were not verified in navigation. The manufacturing representative (rep) reported there were instruments being used that did not display this message. The rep reported when using the specified instruments, they re-verified the instruments and then the message would intermittently display during software again. The rep reported they attempted to clean the camera, switch out spheres on instruments, and still experienced intermittent message displaying in navigation that the instrument was not verified. The rep reported that this started occurring after 2 minutes of entering into navigation and became an inconvenience during the case. The rep reported they were able to successfully complete the case with minimal delay of re-verifying the instruments each time the message displayed in navigation. There was no patient impact and less than an hour of delay.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: 9735762, sw version: 2.1.0 h3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.